Event description:
The customer contact reported the device did not deliver at an unspecified time, the primary line of the device was programmed to deliver an unspecified concentration of normal saline and the delivery was started. No specific programming parameters were provided. The customer contact reported that there was no programing for the secondary line. After an unspecified length of time, it was reported that the device delivery switched from the primary line to the secondary line and the delivery stopped. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The technology of the plum xlm list# 11859 does not contain a pump history that provides past programmed settings. Hospira is unable to confirm the programming of the device reported by the customer. This report represents all the info known by the reporter upon query by hospira personnel.